Manufacturer narrative:
Investigation of the returned implant coil confirmed it was detached from the pusher, which was not returned for evaluation. The loops of the implant coil were deformed and the proximal section of the implant was severely stretched. The conditions or circumstances that led to the coil stretching could not be determined; however, the damage to the implant is consistent with the coil being subjected to tensile/retraction forces that exceeded the strength of the coil winding.

Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis. The investigation is currently underway. The instructions for use (IFU) identifies difficult and premature coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during a peripheral coil embolization procedure, the coil did not detach with the controller. During the removal attempt, the coil unexpectedly detached in the catheter. The coil was removed together with the catheter from the patient. There was no reported patient injury or additional intervention.